Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that, after changing the battery, the display was blank and the pump was alarming. The battery was removed for 15 minutes. When the battery was reinserted, the pump emitted a call service alarm. It was noted that the alarm was cleared and the pump history showed multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: a review of the pump history showed multiple call service alarms were recorded. During testing, the pump powered on appropriately with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The call service alarm issue was confirmed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.